Event description:
New information noted that the right ventricual lead was explanted and replaced on (B)(6) 2026. During the procedure it was discovered that the right atrial lead was found tangled, twisted, and free in the pocket. The ra lead was also explanted however was not replaced. There were no patient consequences.